Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/23/2017 in the previous report. The date returned to manufacturer was corrected to 11/13/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable the reporter's full name and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not duplicated or confirmed. A pre-repair diagnostic assessment was performed and the device passed all tests. No failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from czech republic that during an unspecified surgical procedure, it was discovered that the oscillator head of the battery oscillator device was functionless. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 12/3/2001. Correction: device availability: the device availability was inadvertently documented as 11/7/2017 in the initial report. The date returned to manufacturer was corrected to 11/23/2017 . If additional information should become available, a supplemental medwatch report will be submitted accordingly.